Event description:
It was reported that the device overtemperature immediately needed urgent medical device correction. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 11/5/2024. One device was received for investigation. During visual inspection the device was observed to have a cracked return tube and top socket assembly. There was also contamination on main circuit board. The investigation confirmed the reported issue and attributed it to the observed contamination. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device circuit board, return tube and membrane switch were all replaced.